Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving gablofen at an unknown concentration and dose via an implantable pump for intractable spasticity. It was reported on (B)(6) 2017 that per the managing nurse practitioner, ¿[the patient] was emergently intubated with what sounds like another baclofen overdose. I am planning to do a repeat CT dye study next week.¿ it was stated that the patient had an intrathecal baclofen (itb) potential overinfusion and overdose. The patient presented with potential overdose symptoms. The date of the event was (B)(6) 2017 (date unknown). There were no known environmental/external/patient factors that may have led or contributed to the issue. It was indicated that any diagnostics/troubleshooting performed was unknown but also stated that a catheter dye study would be performed at an unknown date. No surgical intervention occurred and it was unknown if it was planned. At the time of the report the issue was not resolved and the patient status was unknown. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time could not be obtained as they were not available to the manufacturer. On (B)(6) 2017 it was indicated that the following was unknown: if the event was related to the pump/therapy, the results of the CT dye study, cause of the event, the actual residual volume and expected residual volume, and actions/interventions taken to resolve the event, per the manufacturer's representative. No further complications were reported or anticipated.

Manufacturer narrative:
Device code (B)(4) is no longer applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 22-sep-2017 from a healthcare professional who reported that the patient¿s potential overdose symptoms and potential overinfusion were not confirmed to be related to the pump or therapy. The reason for the patient¿s symptoms was unknown. There was no way to be sure if it was baclofen-related because they used gablofen pre-filled syringes which are overfilled (up to 2 ml per 20 ml syringe) so the actual aspirate of the pump was always greater than expected. The dye study showed the catheter to be in the intrathecal space without evidence of subdural placement or loculation. The cause of the event was not determined. It appeared to be related to baclofen overdose but this could not be confirmed. The actual residual volumes and expected residual volumes were not taken and compared because the gablofen syringes are over-filled, so the actual versus expected volume difference was meaningless since they did not know the volume actually injected into the pump at the time of refill. The actions/interventions taken to resolve the event were intubation and supportive care and the intrathecal baclofen dose was decreased. The overdose/overinfusion event was resolved.